Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has frozen display. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump buzzing and buttons was unresponsive. Customer was assisted with troubleshooting and frozen display was recurred. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The device will be returned for analysis.